Manufacturer narrative:
Product event summary: a distal portion of the lead was received measuring 62.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694965 implantable tachy lead, implanted: (B)(6) 2007; explanted: (b)(60 2013; 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had phrenic stimulation caused by the left ventricular (lv) lead. It was also reported that the right ventricular (rv) lead was fractured. The lv and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.